Event description:
Customer's mother called to report that her daughter was hospitalized for high blood glucose levels. Mother reproted that blood glucose levels were high the day before being hospitalized. Troubleshooting was done and pump passed all tests.